Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy pd effluent, and fever. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was discontinued and the patient was transferred to hemodialysis. It was reported that the patient and caregiver were retrained on proper aseptic techniques. At the time of this report, the patient was recovering from the events. No additional information is available.